Manufacturer narrative:
The customer only returned the suspected contour next meter for evaluation. The test strips and control solution were not returned. Therefore, an in-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution from lot # 9bv2g41, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured. The customer's age and weight were not provided.

Event description:
The customer ran control test and obtained a reading of 154 mg/dl on the contour next meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.